Manufacturer narrative:
No other surgeons have reported this type of defect despite the users number, and the issue appears to be isolated to a single user. As no similar issues have been reported by other users, it is considered unlikely that this is a product-related issue and more likely a usage-related matter. This conclusion cannot be confirmed, however, as the device was not available for analysis and no lot number or product reference was provided to enable further investigation. X-rays were not available.

Event description:
We have received information indicating that a metatarsal fracture occurred during the insertion of screw peca2.0. This event took place on (B)(6) 2025. X-rays were not available and were not shared despite the multiple requests, no additional information has been communicated to us. No lot number or product reference was provided.